Event description:
Livanova deutschland received a report that an essenz arterial clamp gave an error message related to its failure ("arterial clamp defective") during procedure. There was no patient injury.

Manufacturer narrative:
H11: livanova deutschland manufactures the essenz arterial clamp. The incident occurred in nashville, tennessee. A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. In order to solve the issue, defective unit was replaced with a new one. Subsequent functional verification testing was completed without issues and the unit is functioning as intended. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.